Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of death was due to the long duration of CPR. It was noted that the cause of the CPR was unknown because the patient's coronaries were visible and perfused the entire time. It was further reported that the second valve was implanted properly and was functional prior to the death. Additionally, the cause of the cardiac arrest was unknown; however, it was noted that it may have been due to reduction of normal coronary flow.

Manufacturer narrative:
Updated data: h2, h3, h6. Image review: 1 fluoroscopic image and 7 cine loops of the pre-balloon dilation and implant procedure were provided for review of the event described above. Also, 2 computed tomography (CT) images from the executive patient summary were provided for anatomical review. Another image displayed a favorable implant depth of the first evolut valve, still anchoring well. In another image, the evolut frame had already dislodged up in the sinus of valsalva. A recording of the actual valve dislodgement with the nosecone catching on to the frame while withdrawing the catheter has not been provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a non-medtronic guidewire was used during the procedure, and the valve was implanted in the patient¿s native annulus using cuspal overlap technique. Prior to slowly withdrawing the dcs, the guidewire retracted but the nose cone was not centered within the frame inflow. The dcs was not twisted or torqued at any point during deployment. Per the physician, the cause of the dislodgement was due to the valve interacting with the nose cone.

Event description:
It was reported that during an implant procedure using a transcatheter aortic valve, the aortic valve was malpositioned at approximately 3 millimeters¿ (mm) at the non-coronary cusp (ncc) but only approximately 1 mm at the left coronary cusp (lcc) and right coronary cusp (rcc), and the physicians decided to deploy the valve despite the malposition. The valve initially anchored, but it was not possible to center the nosecone properly, and during retrieval of the delivery catheter system (dcs) the nosecone touched the inflow and the valve, and the valve dislodged toward the ascending aorta. The patient developed electromechanical dissociation (emd) and cardiopulmonary resuscitation (CPR) was performed. Under fluoroscopy, the valve was snared and was pulled further toward the ascending aorta. A stent was implanted into the dislodged valve to open the leaflets, and a second transcatheter valve was implanted into the annulus and was placed well. CPR continued throughout, and at the end there was no intrinsic heartbeat; the team decided to stop, and the patient died.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0013309790); product type: 0195-heart valves; implant date: n/a; explant date: n/a section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2026; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.